Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited a rise in impedance. The patient was asymptomatic to this issue. During lead revision procedure on (B)(6) 2018, the lead insulation was found to be torn, so the lead was capped and replaced with no further complication to the patient.

Event description:
New information reported that oversensing was also noted prior to revision procedure. No further information was available.